Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the antrim side firing, the doctor made the first firing and the cartridge got misfired three times despite taking the entire precaution during the loading and positioning of the echelon gun. Unknown how case was completed. There were no adverse consequences for the patient. Additional followup: did the device cut? The device cut only for a few (1- 2mm) and after that the blade did not move ahead. Did the device staple? Few staples were dislodged and the complete b formation did not occur. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. During which stroke did the event occur? 1st firing . What color cartridge was being used? Green. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No, it was the first firing. Were any unexpected noises heard? If so, when? Yes. During the first stroke the noise was heard. Were any of the forces higher or lower than expected (closing, firing, or opening)? Yes very high force was used to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No manual release was used to return to the original position. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The ec60 device was received for analysis with no visual non-conformances and with a cartridge reload present. The cartridge reload was received partially fired. The returned cartridge reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. No nonspecific noises were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.